Event description:
It was reported that a customer experienced an occlusion. Clinical support specialist recommended replacing the pump. The customer agreed to the recommendation and was advised to keep using the current pump until the replacement arrived.